Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor did not run with the hand control device. It was determined that this was caused by a worn our thermistor, from repeated overheating of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from excessive force, which is normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device would not run at the burr check. During in-house engineering evaluation, it was observed that the device thermistor was worn out, which was generated from repeated overheating of the motor device. There were no delays to the planned surgical procedure as a spare device was available for use. There was no reported patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.